Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study. On (B)(6) 2016, the patient reported pain recurrence/higher pain levels, nausea, runny nose, yawning, and fatigue for the past 3 weeks. The pump was interrogated, revealing that a motor stall had occurred on (B)(6) 2016. The patient requested the pump be explanted as he did not feel it was helpful. The patient had a two-step wean. The clinical diagnosis was pain recurrence. No actions were taken. The etiology was related to the device/therapy and not related to the implant procedure. The event was ongoing. Additional information was received. The device diagnosis was pump motor stall. The etiology was updated as possibly related to the device/therapy. The outcome was updated as unresolved at the time of the study exit/death/study closure.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 280 mcg/ml, dose 36.37 mcg/day), bupivacaine (concentration 11.9 mg/ml, dose 1.546 mg/day) and morphine (concentration 20 mg/ml, dose 2.598 mg/day) for spinal pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). Per the pump status/event log, a motor stall occurred on (B)(6) 2016 and was active, a stopped pump period may exceed tube set message was also noted. The patient reported hearing a critical alarm. They were planning to explant the pump and would not replace it. It was further noted that they had missed the motor stall message on (B)(6) 2016 during a (B)(6) study to address the patients current situation. There were no symptoms mentioned.

Event description:
Additional information was received. The patient reported that he had reasonably good pain relief from the intrathecal pain control system, but had had problems with the pump motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 15-jul-2017 indicating the outcome was updated to 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.